Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1003 (calibration check failure, cal a, deviation too large) was generated. When the customer tried another reagent lot from a different hosp, the calibration passed. There was no impact to pt mgmt reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.